Manufacturer narrative:
(B)(4). Concomitant medical products: m2a magnum cup, catalog #: us157850, lot #: 011000, m2a magnum head, catalog #: 157444, lot #: 368540, echo femoral, catalog #: 192412, lot #: 262570. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was confirmed by review of revision operative notes received. Device history record (DHR) was reviewed with no deviations identified. A root cause could not be determined with the information provided. Multiple MDR reports were filed, please see associated reports: 0001822565-2018-06557, 0001825034-2018-08306, 0001825034-2018-10832. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 years post implantation due to pain and elevated ion levels. Further, there was malpositioning and bone loss.